Manufacturer narrative:
Block h6: imdrf device code a0509 captures the reportable event of suction button sticking. Block h11: investigation result: the product was not returned for analysis to identify any defect with the device. Without a product returned, no product analysis could be conducted. The reported event could not be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Investigation conclusion: based on the available information, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device, it remains unknown the most probable cause that contributed to the events. Since the investigation findings do not lead to a clear conclusion about the cause of the reported events, cause not established is selected as the most probable cause for the complaint.

Event description:
It was reported to boston scientific corporation that orca button was used during colonoscopy procedure performed on (B)(6) 2026.during the procedure, the suction button was sticking. The procedure was completed using with another of the same device.there were no patient complications reported as a result of this event.